Manufacturer narrative:
Other text: d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received. No physical damage was found on the device during visual inspection. Functional testing could not replicate the compliant and the occlusion detection level of the "dso" sensor was within specification. A review of the device history log did show a record of the high-pressure alarm occurred during pump operation, when the power was turned off and on again, the occlusion alarm occurred again. A possible but unconfirmed root cause was a defective downstream sensor or cassette product. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Preventively, replaced the downstream and upstream sensor. The device passed all functional and delivery tests.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device was showing "high pressure occlusion alarm". As soon as the patient turned off the power and replaced the batteries and turns it on again, the alarm sounds, and the sound stops when he press the scroll button, but the alarm message does not disappear. No adverse patient effects were reported by the customer.